Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that after the start of the vitrectomy procedure in the left eye of a geriatric female patient, when the cutter (vitrectomy probe) was activated, the cut rate exhibited a delayed ramp-up and unstable operation. No vitreous cutting or aspiration was observed at the cutter (vitrectomy probe) tip, and the infusion pressure reading did not increase. Therefore, it was considered that the aspiration function was not operating properly, and the cutter was withdrawn from the port. Immediately thereafter, examination of the fundus using a light guide revealed a bullous retinal detachment on the temporal side. As a result of this event, the patient underwent gas tamponade, which would not otherwise have been required, resulting in an extended hospitalization period and postoperative positioning restrictions. Sulfur hexafluoride (sf6) gas remained present in the eye, and there was still a possibility of recurrent retinal detachment after the gas had completely dissipated. The patient was recovering. A physician reported that the cutter (vitrectomy probe) was not moving as usual and it was unclear if it was working or not during vitrectomy with epiretinal membrane (erm) surgery. When physician pulled out the defective cutter from the eye to replace it with another one. It appeared that during that removal procedure vitreous humor was caught and caused retinal detachment due to the traction. Afterward, the surgery was completed on the same day, after replacing the product with another one and treatment for the detachment was performed. The current condition of the patient was unknown.